Event description:
It was reported that in the emergency room, the md found that the swg was found severly bent prior to insertion. As a result, a new kit was opened and used without issue. There was no reported delay, or complications to the pt as a result of this occurrence.

Manufacturer narrative:
(B)(4). Evaluation: an opened kit containing a swg and the complete swg advancer assembly was returned for evaluation. The swg was examined and a bend was observed at 4.5 cm from the distal tip. Under magnification, both end welds were full and intact and no separations were found along the length of the wire. A manual tug test on both ends of the swg confirmed that there was no unraveling or separations. The od of the swg was measured and met specification. All parts of the advancer assembly were examined and appeared typical. The swg was inserted fully into the advancer without issue. The reported complaint of a bent swg was confirmed through visual inspection of the returned sample. Based upon the location of the bend near the j-tip and the report that it was found prior to use, the potential cause is shipping and handling related.